Manufacturer narrative:
A supplemental report is being sent for a correction to d4: serial number and an update to d9 & h3 device availability for evaluation, return date and device return to MFR. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The event description has been updated and h10 has been updated with the additional product, the battery. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: unknown / catalog #: unknown / expiration date: unk / serial #: UDI #: asku d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited critical battery alarms and that the battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller was returned for evaluation. One (1) battery was not returned for evaluation. A review of (B)(6) ¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection of the controller revealed contamination within both power ports. This is an additional finding not related to the reported event, likely due to the handing of the device. Failure analysis of the returned controller revealed a loose, detached power port one (1) connector. Functional testing also revealed that the controller was unable to communicate with the external batteries, exhibited controller reset events, the controller was unable to communication with the monitor, and the controller triggered a controller fault alarm during bench testing. Internal visual inspection revealed a loose metal locknut from power port one (1) in the controller. Furthermore, an internal inspection did not reveal evidence of fluid ingress. A visual inspection under 10x magnification revealed that the thread of the connector did not have an adequate application of the loctite substance, resulting in the loose components. Analysis indicated that the loose locknut likely caused a short circuit condition, resulting in damaged components, including a damaged diode on the communication line and damage to the integrated circuit responsible for the communication between the controller and batteries. Despite the inability to communicate with the batteries, the controller was still able to accept power from the batteries. Review of the controller log files revealed fifteen (15) critical battery alarms logged with incorrect date stamps and no battery capacity, serial number ID, or cycle count. Log file analysis also revealed multiple controller reset events with an incorrect date and time stamp. The damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarms, as well as the controller reset events. It is likely the short circuit condition triggered the controller fault alarm observed during bench testing. The damaged integrated circuit is also connected to the real time clock c ircuit and may have caused the date and time stamp to remain frozen. As a result, the reported events were confirmed. The most likely root cause of the reported loose power port event can be attributed to improper assembly. An internal investigation was opened to investigate loose connectors with controller 2.0. Based on the investigation conducted, the most likely root cause of the reported critical battery alarms and observed controller fault alarm during bench testing can most likely be attributed to damaged internal components caused by the loose locknut coming in contact with the controller's printed circuit board. Additional products: d1: heartware ventricular assist system ¿ battery h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a loose power port. The controller was exchanged. No patient complications have been reported as a result of this event.